Event description:
The customer reported that the system's left monitor intermittently displayed images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wiring and the rotation lock on the monitor support panel were repaired. The system was tested and found to be working as intended and put back into service.